Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units display is flickering. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to confirm the reported issue. The fse removed and refixed the display cable still same problem. The display cable needs to be replaced. It is unknown if the machine has been repaired. Three (3) gfe attempts have been performed to obtain additional information and/or product return. No response has been provided. A supplemental report will be submitted if additional information is provided.

Event description:
N/a.